Event description:
Customer reported that the trailing/back haptic broke off while the doctor was inserting the lens into the eye. An enlargement of the incision was made to avoid injury or impairment. It was stated that the doctor removed the lens and detached haptic by using a lens cutter to retrieve the haptic and lens. However, the lens was not cut. The patient is healing and is doing fine.

Manufacturer narrative:
(B)(4). Only an empty box was returned. The intraocular lens was not received. The manufacturing record review shows that the production order was manufactured according to specifications. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.